Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the pt just had surgery on their left hip a month ago and was not diligent about recharging their ins since pt was in so much pain in surgery. The surgery was not related to the ins but very close to where the ins was implanted for it was inches away. Since then the pt would recharge the ins mostly but let it go out. Starting last week the pts device did not work for they kept getting no device found when they were trying to recharge the controller. They reset the controller but still got the message. During call pt verified no damage to the rtm or to the controller charging port. Pt attempted to recharge the ins and they got no device found; pt went through passive recharge mode and was recharging excellent. Controller was at 100% and the ins had a red warning sign. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history including pt was going to get a left shoulder replaced next week and may get in touch with their  rep to help show them how to position the recharger to charge their ins since there arm will be in a sling.